Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider engineer stated that a 120f "low tidal volume" alarm error occurred, but the issue could not be confirmed. The device successfully passed the electrical safety test, leakage test, pressure accuracy test, and exhaust/flow accuracy test. No problem was found. H6 - device problem code is updated.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was an output flow error (insensitive triggering of ventilation). The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. After an onsite inspection, the asp engineer found that the device did not need to be repaired as everything seemed to be normal and operating as intended. The device passed the required performance verification tests per philips standard and was returned to service.